Manufacturer narrative:
H6: investigation summary: material 245122 is manufactured by rehydrating the media components with usp purified water, and thoroughly mixing until a homogeneous solution is obtained. The tubes are filled, capped, torqued and then labeled by machine per standard operating procedure (sop). The tubes are terminally autoclaved in an air over pressure (aop) autoclave, per manufacturing instructions, using a validated cycle. Post autoclaving, tubes are packaged into final shipping configurations. The batch history record review for batch 00324968 was satisfactory and no quality notifications were generated during manufacturing and inspection. Filling, labeling and packaging processes were within specifications. Quality control inspection and testing were satisfactory at time of release. The complaint history was reviewed, and no other complaints have been taken on batch. Retention samples from batch 0324968 (100 tubes) were available for inspection. No labeling defects were observed in 100/100 retention samples. Three photos were received to assist with the investigation: the first photo shows tube in a tube rack. Six tubes are moved to the front of the rack. Two tubes are pulled up out of the rack. The tubes pulled have no labels on them. The other four tubes pulled to the front also have no labels on them. No product information can be seen in this photo. The second photo shows tubes in a tube rack. Six tubes are pulled to the front. The six tubes in the front appear to have no labels. One tube is pulled from the rack that tube appears to have a label. However the actual label cannot be seen in the photo. No product information can be seen from this photo. The third photo one tube from batch 0324968 is pulled from the tube rack verifying the product. No returns were received to assist with the investigation. This complaint can be confirmed by the photos provided. A trend has not been identified, therefore, there are no actions planned at this time. Bd will continue to trend complaints for labeling.

Event description:
It was reported that while using 6 bd bbl¿ mgit¿ mycobacteria growth indicator tubes, 7ml a missing label was observed by the laboratory personnel. There was no report of patient impact. The following information was provided by the initial reporter: " no label or sticker on the bottle."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using 6 bd bbl¿ mgit¿ mycobacteria growth indicator tubes, 7ml a missing label was observed by the laboratory personnel. There was no report of patient impact. The following information was provided by the initial reporter: "no label or sticker on the bottle."